Event description:
The device was used during an unknown procedure, the cannulas were cracked at the thread connector points and were leaking pneumo. No patient consequence. Case completed with another device of the same product code.

Manufacturer narrative:
The device a was received cracked at approximately .211 inches from the base. The cracked length was approximately 1/8 of the base circumference. Scratches were found on the outside of the tip and threaded area. Device b was received cracked at approximately .189 inches from the base. The cracked length was approximately 1/4 of the base circumference. Scratches were found on the tip. All information is the same for both devices.